Event description:
It was reported that the patient experienced withdrawal with symptoms of sweating and legs shaking uncontrollably. The patient was seen on (B)(6) 2013 for a refill and a dose increase of 15%. All was uneventful. On (B)(6) 2013, the patient came back to the clinic with the above symptoms. The patient was sent to the ER for a neuro consult to rule out seizures. Seizures were ruled out and the neurologist believed that the symptoms were related to baclofen withdrawal. It was thought that it may be related to the drug so another refill with new lioresal, same lot number was performed. The dosage was then decreased by 15% and the patient was given oral baclofen. It was unknown if there were any alarms or whether there were any volume discrepancies. No diagnostic studies had been performed. It was noted that there was a hyperbaric unit in the home that was used for the patient regularly. The patient's family discontinued the oral baclofen later in the weekend and the patient's symptoms improved and today the patient was stable. It was later reported that the patient was doing good on monday and had no withdrawal symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).